Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Corrected information provided in d.4. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose in the biohazard bag the lens case was returned in. The optic is broken over a post in the lens case. Cracks are observed in several areas on the optic. Deep scratches are observed on the posterior surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. A dimensional inspection could not be conducted due to extensive damage. The product investigation could not identify a root cause for the reported complaint of lens would not load. Qualified associated products were indicated. A dimensional inspection could not be conducted due to extensive damage. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer's recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with description lens would not load correctly. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).